Event description:
During a remote follow-up, episodes of far r oversensing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.